Manufacturer narrative:
The insulin pump was received with cracked/detached end cap. The unit passed the displacement test however, unable to perform the full functional testing including the rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test or verify the compromised force sensor system alarm due to detached end cap. The insulin pump was also received with a loose/protruded drive support disk, cracked reservoir tube lip, cracked casing at a display window corner, minor scratches on the lcd window, scratched reservoir tube window, broken belt clip slot, missing end cap sticker, and stained lcd resilient cover.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the rewind process. The drive support cap had popped out of the insulin pump during an infusion set change. The customer pushed it back in and the unit squirted 100 units of insulin onto the table. The insulin pump then alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident was 239 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped. The drive support cap was protruded. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.